Event description:
The pt reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged, however, the issue was not resolved. Device testing revealed the device is not functioning within specs. Revision surgery will be scheduled.